Event description:
Philips received a complaint by the customer on the v60 indicating that the device is showing white screen only. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer is requesting onsite service for evaluation and repair. The investigation on going.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse secured the cable to resolve the reported issue. The user interface (ui) printed circuit board assembly (pcba) to power management (pm) pcba cable was not making proper contact on pm pcba. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.